Event description:
The customer reported being hospitalized due to low blood glucose. The blood glucose reading at time of call was 121mg/dl. Troubleshooting was performed. The driver support cap appears normal. The customer mentioned that she had a seizure. The customer believes that the blood glucose meter was not reading correctly because she did not take insulin before bedtime. The programming and priming technique were correct, but the time was incorrect. Assisted the customer with changing the time. The reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.